Event description:
Peritonitis [peritonitis]. Case description: spontaneous report received on (B)(6) 2012 from a gynecologist (via a company rep) regarding a pt, initials unk. The pt¿s medical history was not provided. In (B)(6) 2012, intra-uterine administration of seprafilm was performed during uteroscopy. A few days after seprafilm placement, the pt experienced peritonitis. The action taken with seprafilm treatment was not provided. The outcome for the event of peritonitis was not provided. Concomitant medications were not provided. The relationship between seprafilm and the event of peritonitis was not provided by the reporter. MFR¿s comment: the benefit-risk relationship of seprafilm is not affected by this report.